Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon had to double seal a couple of activations and insisted that the handpiece was not sealing as well as it normally does. The energy seemed to be delivered to the tissue although it was tough to compare to normal thermal spreads. There was no regrasp alarm, but end tone was heard. There was a post operative bleed with blood transfusion done to patient.